Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user /pt contacted lfs on (B) (6) 2010 alleging missing results on her one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to obtain further clinical info. The pt mentioned that she first noticed the missing results in the meter memory on the evening of (B) (6) 2010. Due to the reported issue the pt went and decreased her dosage of lantus. Approx 24 hours later, the pt developed symptoms of numbness, agitation, shakiness and cramps in her hands and feet. The pt did not seek any medical attention or contact her physician for assistance. Issue was not resolved and the product was replaced. No further clinical info was provided. It would have been helpful to know the pt's blood readings were since the pt was still able to obtain a reading. It would have also been helpful to know how long the symptoms lasted and the pt's diabetes regiment. The complaint is being reported since the pt alleged that due to the missing results she developed symptoms suggestive of hypoglycemia.